Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating, and remote smart service was offline. The customer reported the station was stuck on a blue screen and would not boot. A reboot attempt produced the same issue. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer removed and replaced the broken sata cable, confirmed that the station then booted into the operating system and resolved the issue. The system functioned as intended after the field service engineer repaired the device.